Event description:
It was reported that the right ventricular lead had difficulty going through the introducer and the superior vena cava coil did not look normal afterward. The lead was explanted and replaced with a new introducer and lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.